Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
(Light headedness) to the point of black out head [loss of consciousness]. A piece of a tampon emerged from my body-vagina [foreign body in reproductive tract]. Nausea stomach [nausea]. Light headedness to the point of black out head [dizziness]. Stomach pain stomach [abdominal pain upper]. Piece of tampon (emerged from my body)-tampon [device breakage]. Anxiety [anxiety]. Panic attacks [panic attack]. Case narrative: consumer reported via e-mail that a piece of tampon emerged from her body four days after tampon use. No serious injury reported.